Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported 16 march 2026, a 14mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio delivery sheath. During the procedure, while implantation, it was noted that the occluder was conforming into cobra deformation, even after being reloaded three times. The procedure was completed using a 15mm amplatzer septal occluder. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.